Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the hinges seemed to be loose and the pedal was sticking on the foot control device. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The foot control device was evaluated and the reported condition that the hinges seem to be loose and the pedal was sticking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the oil was contaminated inside the fill tube and the chamber. The assignable root cause of this condition was determined to be component damage from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.